Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 50 mg/dl and expressed dissatisfaction with pump functionality, including alarms, cartridge size, and infusion sets. The user corrected the low by eating and did not require assistance. No outside medical intervention was required.